Manufacturer narrative:
Eval: results: the ipg successfully communicated with a test standard pt programmer and also passed auto-tester. Stimulation output was monitored in saline for about 16 hours using the pt program parameters with no anomalies noted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2010. It was reported that she was experiencing a burning sensation at the ipg site. The reported discomfort was said to occur only when the stimulator was functioning. Efforts to resolve this matter through noninvasive means proved unsuccessful. The pt's ipg was explanted on (B)(6) 2010 and returned to the manufacturer for analysis. The device was not replaced.